Manufacturer narrative:
Additional information received from the customer confirmed that a third party company provided maintenance service to the hospital's equipment. The device was not returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the olympus endoscope reprocessor (oer) was used to improperly reprocess the cystonephrofiberscope with an expired water filter. The water filter had not been changed since 2021, subsequently leading to the mismanagement of replacing the water filter in accordance with the instructions for use. There were no reports of patient harm, injury, or infection. Related patient identifiers: (B)(6).